Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.